Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient.    Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.     Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.     In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the limited information provided, the root cause for the valve stenosis five years and 6 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities or pre-existing valvular disease process.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported, 5 years and 6 months post implant of a 23mm sapien 3 valve, a second 23mm sapien 3 valve was implanted during a valve in valve procedure. Medical history review of the patient / valve indicated the mean gradient increased from 14 mmhg at the 1-year follow-up visit to 30 mmhg at the 2-year follow-up visit. The valve area also decreased from 1.5cm2 (1-year) to 0.9cm2 (2-years). At the 4-year follow-up visit, the patient reported shortness of breath with exertion. The mean gradient was reported to be 22 mmhg. Echo indicated ¿mild bioprosthetic valve narrowing¿. No actions were taken. During the 5-year follow-up visit, the patient reported lower extremity swelling, shortness of breath and syncopal episodes. During the visit, re- stenosis of the aortic valve was diagnosed and confirmed by echo. The decision was made to place a second sapien 3 valve in the pre-existing valve. Five (5) years and 6 months post index procedure, during a valve in valve procedure, a second sapien 3 valve was implanted.